Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the ca-hp 210 dialyzer. Incident occurred ten minutes into treatment. Blood from the extracorporeal circuit was not returned to the patient with a estimated blood loss of 200 cc. No patient injury or medical intervention was reported per hcp. It was reported that the dialyzer had been reused two times.

Manufacturer narrative:
Device not yet received for evaluation. A follow up report will be submitted following the completion of the device evaluation.